Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when they use a heating pad they stop feeling the stimulation and their symptoms return. Patient said in the past they would increase stim then go back to the old amplitude and it would start helping their symptoms again but that doesn't work anymore. Reviewed option to increase stim or change programs. Patient will try increasing stim and call back if they need further assistance. Event date: sometime not long after july 2024.